Event description:
It was reported that electrode combinations 0, 8; 0,1; 1, 8; 3,10; 4,11; 5,12 had impedance values of less than 150 ohms. The patient experienced a headache. The outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)